Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead was successfully placed but subsequent measurements indicated decreased intrinsic amplitudes so the physician elected to reposition the lead but was unable to re-extend the helix despite multiple attempts. The lead was withdrawn and the helix extended when tested manually by hand but could not be retracted again. The procedure was completed with the implant of an alternate lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. No other anomalies were identified that may have caused or contributed to the reported decrease in sensing amplitude.